Event description:
It was reported that the lesion was a concentric stenosis, 99%, at #7 in mid lad with mild tortuosity and mild calcification. Poba was performed on the lesion with the first dilatation at 8 atm. The balloon ruptured during the second dilatation at 14 atm. Even though a perforation occurred, it was treated by using a perfusion balloon catheter. A stent was implanted and the procedure was completed.